Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr result for 1 patient tested on coaguchek xs meter serial number (B)(4). The result from the meter was 4.4 inr. The laboratory result from the same day was 3.1 inr. The discrepant result was reported to a pharmacist who informed the patient to consult with their doctor. Qc testing was performed with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 2.5 inr , qc 2: 2.5 inr , qc 3: 2.5 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
On (B)(6) 2018 the same patient returned and again had discrepant results using the same meter and test strips. The result from the meter was 4.3 inr and the laboratory result was 3.2 inr. The patient has had no change in diet. Qc testing on (B)(6) 2018 was acceptable.